Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 641 mg/dl and 921 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "out of range" zone. Due to the extremely high readings the customer called 911; however, no treatment was administered and the customer was not transported to a health care facility. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.